Manufacturer narrative:
(B)(4). Not in manufacturing mode. Pump passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete functional test due to missing retainer. No blank display noted during testing. Unit received with scratched display window cover, severly scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, broken belt clip rails, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's son reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer's son mention having trouble with the battery and pump does not turn on anymore. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.